Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The c702 module serial number was (B)(6). Calibration and qc were acceptable. The field service engineer (fse) performed a complete instrument check and no issues were identified. The customer has had no further issues. A general reagent issue is unlikely as calibration and qc were acceptable. The specific cause of the event could not be determined; however, the questionable result received (0.00 mg/dl) suggests the event was consistent with a pre-analytic issue. The investigation did not identify a product problem.

Manufacturer narrative:
The phos2 reagent lot number was 82370701 with an expiration date of 31-dec-2025.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for phosphorus (phos2) on a cobas 8000 c 702 module. The initial result was 0.00 mg/dl. The operator requested repeat testing. The repeat result was 3.79 mg/dl. No questionable results were reported outside of the laboratory.